Event description:
It was reported that a spectrum pump had a "keyboard messed up". It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "keyboard messed up", which was reproduced. The device evaluation confirmed the #9 key was continuously registering as being pressed. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.